Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the probe was not cutting properly during a vitrectomy procedure. The status of the aspiration function was not noted. The product was replaced with another product and the procedure was completed. There was no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the customer. The customer indicated the aspiration was working.

Manufacturer narrative:
No probe sample was returned for evaluation. A review of the related device history records associated with reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. The exact root cause for this complaint was unknown, therefore, a specific action with regards to this complaint could not be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. (B)(4).

Event description:
An ophthalmic surgeon reported the probe was not cutting properly during a vitrectomy procedure. The status of the aspiration function was not noted. The product was replaced with another product and the procedure was completed. There was no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date. Oct 26 2016 additional information: aspiration was working.